Event description:
It was reported that pt was attached to dialysis machine for ten minutes. Rn at her side stated she "went out" and had a syncopal episode that lasted 30 seconds. A rapid response was called and she was transferred into the intensive care unit. It was reported that this was believed to be caused by underlying pt cardiac condition.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.